Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed a supplemental report will be filed.

Event description:
It was reported that bd alaris pump infusion set. The following information was received by the initial reporter with the following verbatim it was reported by the customer that the spike from the infusion pump set broke off inside fluid bag.